Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The patient had an initial pacemaker implant on (B)(6) 2019. On (B)(6) 2019, it was reported that the patient presented in the emergency room after falling down due to unrelated reasons. Upon investigation it was noted that the patient's wound incision had reopened due to the fall. The pacemaker was explanted and a transvenous pacemaker was implanted temporarily. The pacemaker was successfully replaced on (B)(6) 2019. The patient's condition was stable after the procedure and no complications were noted.

Manufacturer narrative:
Analysis was normal. No anomalies were found.